Event description:
This is a follow-up to correct the b1 to product problem as the b1 was left blank in the initial report.

Manufacturer narrative:
Corrected information: b5: this is a follow-up to correct the b1 to product problem as the b1 was left blank in the initial report. G7: follow-up 1.

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removing the tampons there were pieces of fiber hanging off the tip of the tampon and several times fibrous pieces from the tampon were found on toilet paper. She indicated the tampon was more difficult to remove than normal. The string appeared to be partially torn/stretched. Consumer contacted the local clinic with her concerns and the clinic contact indicated she should follow-up with her doctor for an exam.